Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant, the helix did not extend after many turns. The lead was removed and after too many turns the helix sprung out. The sudden movement occurred again when retracting. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.